Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The initial clot was located in the left m2 middle cerebral artery (mca). During a mechanical thrombectomy procedure using the subject retrieval device, embolization to new left anterior cerebral artery (aca) territory occurred. Both clots were not removed. A thrombolysis in cerebral infarction (tici) score pre and post procedure was measured of 0. The reported event is related to the subject device and procedure.

Event description:
The initial clot was located in the left m2 middle cerebral artery (mca). During a mechanical thrombectomy procedure using the subject retrieval device, embolization to a new left anterior cerebral artery (aca) territory occurred once and embolization to a new aca territory occurred twice. After the third embolization to new territory, another manufacturer's revascularization device was used along with the administration of lytics to the m2 segment. A thrombolysis in cerebral infarction (tici) score pre and post procedure was measured of 0. The reported event was related to the subject device and the procedure. Approximately, two days later, the patient died and the reported cause of death was hypoxemic respiratory failure which was reported to be unrelated to procedure and the device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was located in the left m2 middle cerebral artery (mca). During a mechanical thrombectomy procedure using the subject retrieval device, embolization to new left anterior cerebral artery (aca) territory occurred. Both clots were not removed. A thrombolysis in cerebral infarction (tici) score pre and post procedure was measured of 0. The reported event is related to the subject device and procedure.